Event description:
Patient was intubated and placed on 7200. Hight pitched humming noise & vibration was noted immediately. Pressures were noted at 80cm, ventilator was removed and patient manually bagged, x-ray prior to intubation compared with x-ray immediately after taken off vent showed pneunothorax on left side. Patient respiratory arrested and was no longer assisting breathing. Patient placed on servo vent with no further complicationsdevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: computer software performance tests conducted, electrical tests performed, mechanical tests performed. Results of evaluation: telemetry failure, none or unknown, none or unknown, none or unknown. Conclusion: device failure directly contributed to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.